Manufacturer narrative:
During an internal review on (B)(6)2020 , it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 10/15/2020 and section h4 manufacture date has been updated with 10/16/2019. Manufacture reference no: pc-000620118.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a cardiac tamponade occurred. Pericardiocentesis was performed by the surgeon and 360 cc of venous blood was removed. The surgeon did not think that the catheter was the cause of the effusion as it was inside the arterial chambers of the heart. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.